Event description:
The customer reported that their mp70 failed to alarm.

Manufacturer narrative:
(B)(4). The customer reported that their mp70 failed to alarm. If the same situation is to reoccur, it may lead to serious injury or death. Once all required data is available a full investigation will be conducted and a corrective action will be formulated if necessary. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.